Event description:
The dr performed cross over with his sheath and put the catheter through this in the vessel. The case was in total a little bit difficult and at the moment he retrieved the catheter, the tip was lost. In the radiography,. The physician can see this in side branch of the a. Femoralis communis. The dr stated it is ok; however, he can not retrieve the tip, because the pt had several operations in the groin. He did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.